Manufacturer narrative:
Medical safety/clinical reviewed the event. The event describes a patient presenting with non¿st-elevation myocardial infarction and cardiogenic shock. The patient presented to the emergency department with two days of chest pain and wheezing. Electrocardiogram demonstrated right bundle branch block, and there was concern for pulmonary edema and new-onset congestive heart failure. The patient was taken to the cardiac catheterization laboratory, where angiography revealed an occluded right coronary artery and diffuse disease of the left anterior descending artery (lad). During planned lad angioplasty, acute thrombosis occurred, left ventricular end-diastolic pressure increased to 44 mmhg, and ventriculography demonstrated severely reduced ejection fraction. The procedure was aborted, and a decision was made to place an impella cp and transfer the patient for surgical evaluation. Percutaneous impella cp insertion was unsuccessful due to inability to advance the device across the iliac artery after multiple attempts. Due to clinical deterioration, an intra-aortic balloon pump was placed. This represents a serious injury event involving the impella cp device. The patient was transferred to an outside hospital, where cardiothoracic surgery determined the vessels were suitable for impella 5.5 placement. An impella 5.5 was surgically implanted via the right axillary artery for mechanical circulatory support as a bridge to possible cardiac surgery. During impella support, the patient experienced multiple complications that can be associated with patients in cardiogenic shock, including arrhythmia, anemia, heart block, ischemia, inflammation, pain, hemodynamic instability, thrombosis, hypotension, and cardiac arrest with return of spontaneous circulation. After approximately 27 days of support, the impella 5.5 was surgically removed at the ICU bedside. Following device removal, the patient experienced immediate hemodynamic deterioration requiring maximal vasopressor support, including norepinephrine and epinephrine. Loss of arterial line pulsatility was noted, and advanced cardiac life support, including defibrillation and CPR, was performed without successful resuscitation and the patient expired. Note: h6. Component code and investigation type/findings/conclusion coding remain unchanged as previously reported. Related medical device reports: this is one of three devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.

Event description:
The complainant reported a patient in non-st elevation myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. It was reported that the patient presented to the emergency room with chest pain and wheezing that had been occurring for two days. Right bundle branch block was noted on electrocardiogram and there was concern for pulmonary edema with new onset of congestive heart failure. The patient was brought to the cardiac catheterization laboratory for angiography. The procedure revealed an occluded right coronary artery and extensive, diffuse disease in the left anterior descending artery (lad). During the planned angioplasty of the lad, the vessel thrombosed, and the patient's left ventricular end-diastolic pressure became critically high at 44 mmhg, and the left ventriculogram showed a low ejection fraction. The decision was then made to abort the procedure, place an impella cp and transfer the patient to another hospital for a surgical workup. The planned percutaneous insertion of the impella pump was unsuccessful as it was reported that the impella would not cross the iliac artery. After multiple attempts to cross, the decision was made to place intra-aortic balloon pump due to patient¿s deteriorating condition. The patient¿s outcome is unknown.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary. No product was returned for investigation. Delivery issue: the cause of the delivery issue is determined to be patient condition because the pump was unable to pass the vasculature due to resistance in femoral artery and impella would not cross iliac artery because of patients deteriorating condition despite multiple attempts and the insertion was aborted. Hemodynamic instability: the cause of the clinical symptom was not determined due to insufficient clinical details. Device history lot: device lot: 1955124. Device history review: device with sn: (B)(6) passed all post sterile inspection checks.